Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues caused by a rupture in a cylinder. Also, pain was experienced by the patient. All components were removed and replaced with a new ipp. There were no additional patient complications reported.